Event description:
It was reported that the catheter was inserted without difficulty. The pt was being transported with the catheter in place and secured with an elasto-plastic tape. Two days later when the pt was being prepared for surgery, it was discovered that the pt had sustained a perforation of the right ventricle with tamponade. The condition was repaired and the pt recovered without any complications.